Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection of device could not duplicate inserts getting hot, replaced jet mate as a precaution. Recommended checking inserts for clogs. Batteries in foot control were replace, foot control cover replaced -was not sent in. Replaced dirty water filter and worn tubing. Unit was tested and calibrated to specifications.

Event description:
While a customer was using a g137, the inserts and nozzles were getting hot; no injury resulted.

Manufacturer narrative:
Batteries in foot control were depleted; replaced no foot control cover sent in; replaced. Replaced dirty water filter and worn pinch tubing. Unit was tested and calibrated to spec. Could not duplicate inserts getting hot. Replaced jet mate as a precautionary incase it is clogged; recommended that clinician check inserts for clogging.